Manufacturer narrative:
A boston scientific crm technical services consultant suggested resetting the lead configuration back to bipolar and follow during next visit. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received. Nineteen months later, there is evidence of noise in bipolar configuration and some myopotential oversensing was noted in unipolar configuration. A boston scientific technical services consultant explained the options to the caller. The patient is not symptomatic. The caller will discuss a possible pocket revision or programming options with the patient's physician. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific (bsc) crm received information that due to out of range atrial impedance measurements, the lead safety switch (lss) had been triggered. Lead diagnostics were normal and daily measurements were stable with impedances around 500-600 ohms.